Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 19 months ago. Aneurysm morphology at the time of implant was not reported. The right iliac was ectatic and large at 20 mm in diameter. It was reported that approximately 1 month ago, a distal type I endoleak from the right iliac artery was noted. The physician elected to intervene by coiling the right hypogastric artery and then extended with 2 talent stent grafts, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: endoleak, ectatic iliac artery. Evaluation conclusions: ectatic iliac artery.